Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. This is the third complaint reported for this finished goods consumable lot. However the first for this issue. Review of the device history record (DHR) indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample and the system met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during the sculpting phase of a cataract extraction with intraocular lens implant procedure the handpiece stopped working. There was no phacoemulsification power. Both the tip and the handpiece were exchanged with no resolution to the issue. The system was rebooted and the cassette exchanged. The case was completed as planned using the second handpiece with no harm to the patient. Priming of the cassette and the handpiece had been uneventful. Additional information has been requested and received.